Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The reported breach in aseptic technique was not further identified. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal vancomycin (dose, frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering and remains on antibiotic therapy. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.